Event description:
It was reported the patient experienced a volume discrepancy and the expected residual volume was 3 milliliters (ml) and the actual residual volume was 5-10 ml. The pump and catheter were replaced on 2015-04-10 and the physician would like the pump analyzed for any malfunction due to various discrepancies; however since the catheter appeared to be dislodged/displaced from the intrathecal space (it) it was believed this could be the issue. It was unknown if any diagnostic testing or troubleshooting was performed. There were no patient symptoms or complications associated with this event. The patient¿s status at the time of this report was ¿alive- no injury¿ and the patient was doing well. The pump was being used to deliver dilaudid and bupivacaine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8703wll, lot# p50194, implanted: (B)(6) 1996, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).